Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. Visual inspection revealed the catheter was bent and kinked in multiple locations. In addition, the catheter shaft was fractured in multiple locations and had exposed wires due to the damage. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture and exposed wires remain unknown.

Event description:
This report is to advise of a fractured wire and exposed internal components noted during analysis.